Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) a couple of weeks following implant. The patient was treated with IV antibiotics and underwent a surgical procedure in which a mulcahy washout was performed and a malleable device was implanted. The physician did not believe the device caused or contributed to the infection. The patient was expected to fully recover following the procedure.